Event description:
Caller reported a malfunction on the pump, displaying malfunction code 16, with no notable events occurring prior and no adverse impact to the customer's blood glucose level. Customer's pump was included in a field correction, and the technical support team arranged for a replacement pump to be sent. Caller was guided on preparing the malfunctioned pump for return, connecting their continuous glucose monitor to the new pump, and programming pump settings. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.